Event description:
Rptr indicated that patient was hospitalized because of gastrointestinal problems. Pt vomits undigested food, goes 10-7 days without bowel movements and basically doesn't have any motility. The gi doctors could not find anything wrong and referred the patient back to the pt's neurologist who does not plan to change parameters or turn the device off as he does no believe that the symptoms are related to the ncp system.